Event description:
It was reported that there are intermittent responding issues. Tried different probes with no resolution when looking for nerve. They only get a negative response. There was no patient impact.

Manufacturer narrative:
H6: previously submitted fdc code d16 has been updated. Fdc d20 is applicable for product xom unk nimintrfc. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID xom unk nimintrfc, serial/lot number: unknown , UDI: h6: additional code img g02005 is applicable for product ID xom unk nimintrfc. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there are intermittent responding issues. Tried different probes with no resolution when looking for nerve. They only get a negative response. There was no patient impact.